Event description:
Mynxgrip vascular closure device malfunction at attempted time of deployment. Two devices from the same lot number: 1st device was deployed upon opening; 2nd device failed to deploy after insertion attempt. Pt: 4580. Device: 4010, 1484. Ref: mw5189062.